Manufacturer narrative:
This report is submitted on 19 november 2019.

Event description:
Per the clinic, due to partial insertion of the electrode array, the patient underwent revision surgery on (B)(6) 2019 to reposition the electrode array.